Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During the first deployment of the closure device, the device released from core wire unexpectedly. There were no counterclockwise turns on the device. No tug test was able to be performed, however position, size and seal were assessed. The physician determined that the closure device looked good, and it was left in position. The procedure was completed, and the patient will be rechecked at the 45 day follow up exam.